Event description:
According to the reporter: occurred during a proximal pancreaticduodenectomy procedure. For the first firing for the resection of proximal pylorus of the stomach, connected the reload to the adapter. The surgeon tried to fire the device, however, could not. Replaced by a new cartridge and the firing was completed. There was no patient harm. The status of the patient is no problem.